Event description:
Information received indicates the head end caster will not hold when the brake is applied.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.